Manufacturer narrative:
Customer returned pump for an alleged blank display/battery cap cracked/damaged/exposed to moisture/keypad unresponsive/button error alarm found on (B)(6) 2021. Pump received with blank flashing white light on display. Unable to verify stuck button error alarm or perform the displacement test, sleep current test, active current test and self test due to blank flashing white light on display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator/ corroded battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover. Blank flashing white light on display due to moisture damage on the j 1 connector on pcba 2 and 40 pin lcd flex cable connector on pcba 1. Exposed to moisture was confirmed. Unable to confirm damage battery cap due to pump was received without the original battery cap. Unable to confirm keypad unresponsive/button error alarm due to blank flashing white on display. Cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not working. Customer reported keypad anomaly. Insulin pump did not receive a stuck button alarm. Customer stated buttons were unresponsive. Customer removed battery from the insulin pump and replaced it still buttons did not respond. Customer stated that the insulin pump was exposed to the moisture. Customer fell into the ocean with the insulin pump. There was fluid under the liquid crystal display of the insulin pump. Customer also reported blank display. Display was not blank for less than 30 seconds. Contacts on battery cap were missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.